Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture and folding on implant. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "folding on implant was observed, liquid appearance (6 mm thickness) outside of implant (thought to be liquid inside of implant)". Affected side unknown. Device status unknown.